Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger was not charging his battery packs. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation, contamination was discovered on the charger/modem battery board, ca board and bedside board. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.